Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported low battery alarm or short battery life. Troubleshooting was performed and found that was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. The customer reported power loss alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 25 alarms or other battery alerts, alarms, or anomalies. Successfully downloaded history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to a hardware failure problem, j6 connector resistance issue. Pump alarmed a pump error 25 in the pump history files and traces on 11/28/2023 at 06:00:00.000, 10:00:00.000 and on the event date of 11/30/2023 at 23:00:00.000. Pump alarmed 2 replace battery alert on the event date of 11/30/2023 at 18:00:00.000 and 20:00:00.000 and was unexpected. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, label damage, and pillowing keypad overlay. Pump error 25 was confirmed in the pump history files and traces due to a connector resistance issue. Unexpected battery power loss and battery lasts less than expected were confirmed due to a connector resistance issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.